Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was admitted to the hospital due to elevated blood glucose (bg) levels reaching over 600 mg/dl. The cause for elevated bg levels was unknown; however, customer's health care professional believes the pump was not delivering insulin. Customer was treated through an insulin drip and saline, and customer was released from the hospital the following day. Customer has insulin injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.